Manufacturer narrative:
(B)(4). The actual device was returned for evaluation with the cannula cap detached from the cannula tabs. Visual and functional examinations revealed that the device worked as intended and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the second firing, the tip of the device broke off and tacks fell out of the device and into the operative field. The tip and straps were retrieved with laparoscopic graspers and the procedure was completed with another like device. Additional information has been requested.